Manufacturer narrative:
(B)(4). The cause of this event was an inadequate weld of the volume indicator to its port, during the manufacturing process. In order to address this issue, the ultrasonic welders were recalibrated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed inside the housing of a multiday infusor. This occurred during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional leak testing identified that the device was leaking from the welded area of the volume indicator port. The initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up report will be submitted.